Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, upon oversewing the staple line on the stomach, the device was difficult to toggle and unload. The needle fell out of the jaws into the patient cavity. The surgeon tried to reload the same needle back into the jaws and the handle started crunching and jammed at this point. The needle was retrieved with graspers. A new handle and reload was used with no issue. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Needle was improperly loaded in device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of an improperly loaded needle may occur if either the device has incorrect orientation or the suturing device is held with the printed information facing down when the needle is loaded in the device. In some instances the needle becomes lodged in between the jaw and the slot of the blade of the suturing device making it impossible to unload. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.